Event description:
It was reported that during a low anterior resection procedure, the device could not be worked properly during the operation. The switch could not work properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.